Manufacturer narrative:
The eplex base analyzer serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification gram negative (bcid-gn) panel for 1 patient on an eplex system. It was reported that the serratia marcescens and pseudomonas aeruginosa targets were detected in culture, but the bcid-gn test result was negative for the pseudomonas aeruginosa target. Repeat testing was not performed.

Manufacturer narrative:
No malfunction was observed, and the eplex instrument was working within design specifications. Polymicrobial infections may result in the panel not being able to identify all organisms in the specimen, depending on the concentration of each target present. The issue was consistent with an insufficient target concentration that impacts the inability of the gram-negative assay to breach the limit of detection and make a detected call. There is also a risk of false-negative values due to the presence of sequence variants in the bacterial targets of the test. The investigation did not identify a product problem.